Manufacturer narrative:
The heartmate3 lvas was implanted during the momentum 3 clinical trial. Ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen in clinic with complaints of drainage from the driveline site for the past 3 days. The patient was admitted for intravenous antibiotics and a CT scan for further evaluation. Blood and driveline cultures revealed streptococcus parasanguinis and viridans group strep. CT reveals no acute abnormalities in the abdomen or pelvis. Abscess has been ruled out. Transthoracic echocardiogram showed no vegetations on valves. There is treatment ongoing with ceftriaxone with an end date of (B)(6) 2019. A follow up with infectious disease will occur in 1 month.

Event description:
Additional information: it was reported that the patient was taking vancomycin and cefepime for 3 days.

Manufacturer narrative:
Approximate age of device - 10 months, 9 days. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.